Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that could have contributed to the reported issues. A review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported failure to grasp the leaflets was due to challenging anatomy. The reported difficult to remove was a result of procedural conditions as the clip got stuck in the chordae. The reported tissue damage was a result of the reported difficult to remove as freeing the clip resulted in flail. The reported poor image resolution as due to procedural conditions. The reported patient effect of tissue damage as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced are being filed under a separate medwatch report.

Event description:
This is filed to report tissue damage, difficult to remove, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted quality imaging was challenging, mitral annulus calcification and calcified anterior leaflet. The first clip was successfully deployed in the a2/p2, reducing mr. An ntr clip delivery system (cds 00205u191) was advanced to the mitral valve; however, grasping was challenging. It was observed deterioration of tissue. Then the clip became stuck in the chordae. The clip was manipulated and freed, resulting in an additional flail. The clip was retracted to the left atrium and the cds was removed with the clip attached. An xtr cds (00222u175) was advanced to the mitral valve to attempt to treat the flail and further reduce mr. However, after multiple grasping attempts, mr did not improve as much, and tissue started to become frayed. A decision was made to continue with the procedure. The clip grasped as much leaflets as possible, and the clip was deployed. However, the leaflets became damaged. Thy physician stated the leaflet injury is due to friable leaflets which was not initially observed in the images. No additional treatment was provided. Two clips were implanted, and mr is 4. There was no reported clinically significant delay in the procedure. No additional information was provided.